Event description:
It was reported the camera head had a blurry image with some yellowish tones. The issue occurred during preparation for a cystoscopy procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the blurry image yellow colors due to damage/cracked connector. The most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a blurry image with some yellowish tones. The issue occurred during preparation for a cystoscopy procedure that was completed using a similar device. There were no reports of patient harm.